Manufacturer narrative:
The insulin pump alarmed button error alarm had unresponsive escape and act buttons due to unlocked j2 lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify sensor anomaly due to unresponsive button. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly after changing battery. Customer reported that all buttons were not responding, but icons could still be seen on display screen. Customer also reported that insulin pump was making a constant noise. Customer's blood glucose was 306 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.